Event description:
Legal counsel for the patient reported patient underwent a total hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2013, due to patient allegations of pain, bone/tissue damage and elevated metal ion levels. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2013-05728 / 05731).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported patient underwent a total right hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2013 due to patient allegations of pain, bone/tissue damage, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Revision operative (op) notes report the presence of fluid with metallosis, fluid with a metallic appearance, and non-clear synovial fluid with a darkened appearance. Op notes also report that the acetabular component was found to be approximately 60 degrees of vertical inclination with neutral retroversion, and pseudoarthrosis was noted behind the acetabulum with tracts of metal-on-metal particles and cysts. Additionally, op notes report the spot welds of the proximally porous coated stem were detached from the femur. The cup, head, stem, and taper adapter were removed and replaced with competitor products.